Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose and diabetic ketoacidosis. Blood glucose was 180 mg/dl, 470 mg/dl and treated with pen. It was also reported that reservoir retainer was leaked. The device will not be returned for analysis.